Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Technical assistance support informed customer if there was damage to the back of the monitor, it should be sent in to evaluated for potential repair. Tac suggest that we send them a replacement and have an fse re-install once the monitor is repaired. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the monitor had no image during inspection for use. There were no reports of patient involvement.